Event description:
A vns pt had vns revision surgery on (B)(6) 2011 due to battery end of service. Upon replacing the generator and conducting diagnostics, the impedance level read "high, greater than 7000 ohms." Therefore, the lead was replaced during the planned generator replacement surgery. The surgeon then noticed a break in the lead insulation, in addition to fluid and bubbles inside the lead body. There was also corrosion on the pin-end of the lead. The surgeon is planning on turning her generator on a few weeks following surgery. Follow-up with the surgeon revealed that no pt manipulation or trauma is suspected. It was reported that the pt went to a neurologist, in which the pt's family was told everything was fine with her vns. She went to another neurologist, who then said that her generator was completely dead. The surgeon suspects that the high impedance drained the battery. He also added that there was a break in the silicone insulation. His theory is that fluid was let into the lead insulation, which caused high impedance which then caused the battery to drain. Follow-up with the neurologist revealed that no x-rays were taken of the pt's vns. No additional info has been provided thus far. A battery life calculation was performed with the history available in the manufacturer's in-house database, which resulted in negative years until eri=yes. The generator and lead were received by the manufacturer on (B)(6) 2011. Product analysis has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.